Event description:
It was reported that upon interrogation of the pulse generator a message -data not read- appeared. A device change out would be considered, due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.